Event description:
It was reported to philips that the weight of the x-ray tube had caused an injury during installation. The system was not in clinical use. A philips field service engineer (fse) visited the site and when using the correct philips tripod to lowering the replaced x-ray tube in the return case, the x-ray tube started to turn and the second fse lost their grip at the end of the x-ray tube. This caused the x-ray tube to drop and twisted and jerk his shoulder.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) confirmed that the correct support tools were used according to the service manual while carrying out the x-ray tube replacement. The lifting handles were used for lifting the x-ray tube, the required two people were doing the lifting. The injury was x-rayed and mr scanned which initially categorized the injury as a strain injury without tears. The fse was provided with steroids and painkillers. Later, a follow up appointment in (B)(6) 2024 suggested that there were torn muscles which required 8 weeks of physiotherapy. Technical investigation confirmed that the instructions provided in the service manual have clear information to alert the fse that the x-ray tube is heavy. None of the equipment failed. The injury was caused by one of the two fse's losing their grip on the x-ray tube. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.